Manufacturer narrative:
Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received, with blank display, due to broken pcba 1 board. Unable to perform the displacement test, sleep current test, active current test and self test, due to blank display. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: broken pcba 1 board, broken off the end cap, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Blank display, due to broken pcba 1 board. Cosmetic damage confirmed, at the back of the battery compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced damage (physical or cosmetic) as crack along the battery compartment. The customer reported, no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. Customer reported, physical damage (crack or scratch) on the pump. Not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1712kl was requested. And customer response was, the device was returned for analysis.